Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, lot# n522555006, implanted: (B)(6) 2015, product type: catheter. Information was previously reported on the catheter under MFR report number:3007566237-2017-00961. All further information will be submitted under this MFR report number. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture's representative regarding a patient receiving morphine at a concentration of 15.0 mg/ml and a dose of 4.817 mg/day via an implanted pump. The indication for use was spinal pain. It was reported the patient had had their whole pump system explanted on (B)(6) 2017 and the patient presented to the emergency room (ER) with spinal headache and csf leak on (B)(6) 2017. It was indicated the event was related to the implant procedure. It was noted that on (B)(6) 2017 surgical repair of the csf leak was performed. The event resulted in the patient being hospitalized and prolonged hospitalization. The event was ongoing at the time of the event. No further complications anticipated. Additional information received from a healthcare provider via a clinical study reported the patient was examined on (B)(6) 2017 and the symptoms resolved per the hospital discharge summary. It was noted the issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
Marked on as adverse event as product problem is not applicable.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was examined on (B)(6) 2017 and the symptoms resolved per the hospital discharge summary. It was noted the issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.